Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted h3 other text : product not returned

Event description:
It was reported that the screw at tooth site 36 loosened.